Manufacturer narrative:
No samples were received for investigation of pr (B)(6), in which the customer has stated: ¿the nurse was unable to connect the infusion connector and the infusion set after leaving an IV needle in the child's IV, and after removing it, she found that the infusion connector was broken at the threaded opening¿. The product in use at the time is reported to be a 2000e china from lot 24045688. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: he came to our hospital for treatment due to pneumonia. After the nurse placed an intravenous needle on the child on (B)(6) 2024, he could not connect the infusion connector and the infusion set. After removing it, he found that the thread opening of the infusion connector was broken. He immediately stopped using it and replaced it with a new needleless sealed infusion connector.